Event description:
It was reported that on (B)(6) 2010 the patient had a promus drug eluting stent implanted in the mid right coronary artery (rca) to treat an 80% in-stent restenosis. Pre-dilatation was performed, followed by the use of a cutting balloon. The promus stent was implanted and post dilatation was performed. Post procedure, 10% residual stenosis was noted. On (B)(6) 2011 the patient returned to the hospital, having had one week history of chest pain relieved by nitroglycerin. On the day of presentation chest pain was not relieved by nitroglycerin. The patient was diagnosed with a myocardial infarction. The promus stent implanted during the index procedure was noted to have 99% restenosis with clot. Clot extraction was attempted using a non-abbott extraction catheter, but was unsuccessful. Pre-dilatation was performed with a 2.75 x 12 mm non-abbott balloon, followed by five more dilatations using a 1.5 x 15 voyager balloon. Intra-vascular ultra sound (ivus) was performed, followed by five additional pre-dilatations performed using a 4.0 x 8 mm non-abbott balloon. Three non-abbott stents were implanted in the mid to distal rca. Post dilatation was performed and the result was noted to be excellent with 0% residual stenosis and timi-iii flow throughout vessel. There were no complications. The patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the promus was used to treat in-stent restenosis of another stent. It should be noted the IFU states: the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. It is unlikely that the use of the promus stent to treat in-stent restenosis contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.